Event description:
Customer reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try several troubleshooting steps, including checking the power source and attempting a reboot sequence, but the pump screen remained non-functional. As a resolution, technical support decided to replace the pump. Customer reverted to an alternative method of insulin therapy.